Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger.

Event description:
According to the reporter, the customer called to report a device failure to attach. There was no harm to the patient but a repeat p rocedure was necessary. Intervention was not required. There was nothing unusual about the patient or procedure itself which led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing the device for many years and was trained by an account manager. The user is not sure what caused the failure to attach.